Event description:
New information notes programming changes were made. The patient was stable throughout.

Event description:
It was reported that pacemaker mediated tachycardia and far r wave oversensing resulting in inappropriate auto mode switching was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.